Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 251-253 mg/dl. Reportedly, the customer changed the infusion set and cartridge to address the occlusions prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause.